Event description:
A false positive advia centaur troponin ultra result was obtained for a pt sample. The pt sample was rerun on the same advia centaur and an advia centaur xp. The results were negative. The negative result was reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.